Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess 33.3 mmol/l, 11.9 mmol/l, 16.4 mmol/l, and hi within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.